Event description:
It was reported when using the bd vacutainer® urine collection system, the device experienced incorrect and missing label information. This event occurred 90 times. The following information was provided by the initial reporter. The customer stated: product with manufacturing flaws. The product has arrived to the customer without bd label on the product, screen-printed logo or transfer cannula. The box in which they received it is deltalab and not bd.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device lot#: batch 32106821 does not exist for material 364984. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided for investigation. The photos were reviewed and the indicated failure modes with the incident lot was observed. Additionally, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to indicated failure modes as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® urine collection system, the device experienced incorrect and missing label information. This event occurred 90 times. The following information was provided by the initial reporter. The customer stated: product with manufacturing flaws. The product has arrived to the customer without bd label on the product, screen-printed logo or transfer cannula. The box in which they received it is deltalab and not bd.